Manufacturer narrative:
The wrong information was provided on the initial report. This report is to correct the information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. Ref: revocation of exemption (asr) #e1997021 and e1997026. Report late due to asr to individual reporting transition.

Event description:
It was reported that a patient experienced a dental implant loss.